Manufacturer narrative:
The insulin pump passed the self test. However, pump received an immediate restart during rewind followed by a pump error 3 alarm due to moisture damage found on the electronic assembly. Unable to perform the displacement test or verify pump error 54 due to pump error 3 alarm. The pump was received with broken reservoir tube lip, missing retainer, missing reservoir tube o-ring and cracked case (battery tube). Unit p-cap or test reservoir does not lock in place properly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump received multiple pump error alarms also noticed that there was a crack at the back of the pump. Customer stated they were able to clear the alarm as well able to rewind the insulin pump. Customer performed self test and it passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.